Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore that looks like a burn on his back underneath the back therapy electrodes. No reports that the sore was open or weeping. The patient's doctor agreed with the patient on ending use of the device as a result of the irritation. It was reported that the patient's irritation improved after removing the device and using aloe on the affected area.